Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced extreme pain and discomfort to include vaginal and pelvic pain. The patient also had extrusion, erosion and hardening of the mesh, injury to nearby organs, scarring and recurrence of urinary incontinence. As a consequence, patient required additional surgeries on (B)(6), 2013 where portions of the slings were excised. The patient continued to suffer pain from those surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event, (B)(6). The hospital reported for this event where additional surgeries were performed is (B)(6).